Manufacturer narrative:
B4: 10sep2021. The customer was advised that the neptune concha is not an approved accessory and that the ventilator does not automatically go into standby mode. No further information was provided.

Manufacturer narrative:
Report date: 26aug2021.

Event description:
It was reported that there were ventilators at the facility when the ventilators are placed on any flow from 40-80 liters per minute (lpm), with any range of fio2, the ventilators alarm 'unable to meet target flow'. The serial numbers of the ventilators were not provided although requested. It was reported that in some cases the ventilators were being used on a patient; however, there was no patient harm reported. The customer reported that the biomedical engineer replaced the flow sensor to the units and found that it did not remedy the issue. The customer reported that they thought their transition from neptune concha to f&p humidifier caused the issue so had the clinical specialist from f&p come to check and was still unable to determine the cause of the issue but felt it may be a software problem. The customer reported that they use the rt219 f&p circuit, with filtered dep from philips, and the philips ac611 nasal cannula. Further information has been requested.